Manufacturer narrative:
The device was not returned for evaluation therefore failure analysis was not possible. No serial number was identified, as such as a device history record (DHR) review could not be performed. The reported condition described as ¿cfs leak¿ could not be confirmed. Possible complications, as csf leak, can occur with any neurosurgical procedure as recognized in the adverse events section of the instructions for use (IFU). The root cause was undetermined.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that a d4501l duragen 4x5 was used for clinical trial during surgery for a chiari malformation on (B)(6) 2019. A subcutaneous cerebrospinal fluid retention was seen after surgery. Although it was determined that it was an acceptable range from the site of occurrence and disappeared naturally, at the outpatient visit on (B)(6) 2019, cerebrospinal fluid was still confirmed as a subcutaneous reservoir. Additional information received on 20sep2019 indicated that the product problem discovered after the procedure and monitoring was taken after the product problem discovered. There was no delay in surgery reported with no known adverse consequence cause by the delay.